Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedance measurements, measuring greater than 125 ohms. Troubleshooting was performed trying different vectors however, measurements were still oor. Technical services recommended a commanded 41j shock or to consider a lead revision. At this time, the rv lead remains in service. No adverse patient effects were reported.